Event description:
The hcp reported, the pt's pump had a volume discrepancy. The expexted reservoir volume was 2.3 mls; the actual volume was 18 mls. It was further reported, that the pt was experiencing acute pain. The type of medication, concentration, and daily dose being administered via the pump were not reported. Device registration system indicates morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
The serial number is included in the device identification range for the synchromed el pump motor stall due to gear shaft wear physician communication. Pump motor stall has not been confirmed in this device.